Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.

Event description:
The customer reported the system exhibited a communication failure. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of patient injury or death.